Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -15.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device, not accurate measurement. Reportedly, "some corneal edema(one day post op. Ok now)."